Event description:
The event is reported as: complaint alleges: the stapler did not deliver the staples. The veterinarian did not provide info regarding the product usage.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.